Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer has to press the buttons of insulin pump more than once. The customer stated that they has to press the buttons of insulin pump more than once and they need to put pressure on them. There was random no delivery alarm on insulin pump. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.